Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that there was a crack in the drain valve of the main enclosure. During the functional testing, it was confirmed that water was leaking from the drain valve of the main unit. Since there were cracks in the drain section of the enclosure, it was presumed that the cause of this event was a shock, such as a fall, applied to the main unit. The enclosure assembly, gasket and ac power cord were recommended to be replaced. At the customer's request, the product was returned to the customer without repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water leaked. There was no patient involvement and no patient harm/adverse event reported.